Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap hernia repair. According to the reporter: when the surgeon, inserted the spacemaker plus the plastic seal ring on the inside of the trocar broke. The rubber ring was completely disengaged from the instrument. The ring fell in the surgical cavity. The surgeon was able to remove the ring. The trocar was leaking air. No surgical intervention was needed. A new instrument was used to complete the procedure. No pt injury was reported. Current pt status: ok.